Manufacturer narrative:
Amendment: this event is no longer reportable as additional information from the field representative confirmed there were no allegations or malfunctions against this device. It was electively abandoned by the physician.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons at this time. No additional adverse patient effects were reported. Additional information was received that this patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). During the procedure, the physician opted to abandon this lead due to extraction risk. No adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons at this time. No additional adverse patient effects were reported.